Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited large differences between the values measured with the analyzer and the device. The r-wave measured with the analyzer showed values of 9.5-10 mv. After connecting device, the measured r-waves were around 2 mv with the new and original filter. The rv lead was re-positioned four times, but still significant differences were found between the r-wave measurements performed by the analyzer and the programmer. Physician decided to change the rv lead, after which the measurements performed by the analyzer and programmer became more similar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.